Event description:
It was reported to resmed (B)(6) that the positive end expiratory pressure (peep) readings on an astral device were beyond its scripted limits. There was no pt injury reported as a result of this incident. MFR #3004604967-2015-00329.